Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was received for evaluation. Visual inspection with the naked eye showed that the product was wet. A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a polyflux 140h dialyzer, an external dialysate leak was observed from the header. The filter was replaced with another polyflux 140h. There was no patient injury or medical intervention associated with this event. No additional information is available.